Event description:
A malfunction was reported on the pump with a communication error involving the touch screen. Customer¿s blood glucose (bg) level was 400mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require additional assistance. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose.